Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 2204-0007 batch#: unknown it was reported by customer that the pin hole in pumping segment of tubing causing leak : pin hole in pumping segment of tubing causing leak. Customer response for follow-up: 1. Can you provide a batch number? There was no batch number, lot number or packaging salvaged for this tubing. 2. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? There was not any patient impact, serious injury, medical intervention or change of treatment required. A. As this was a chemotherapy infusion, the remaining/wasted dose was recalculated by pharmacists and provider to determine amount to be administered to complete the infusion. Additionally chemo spill protocol and notification process was completed. 3. Please confirm the number of occurrences. One occurrence.

Manufacturer narrative:
It was reported by customer that the pinhole in pumping segment of tubing causing leak. Three photos and one video of material number 2204-0007 were submitted for quality evaluation. The photos submitted indicate that the silicone tubing as a sharp cut in the tubing. The video indicates that the cut in the tubing allows for leakage while there is fluid flow. The customer complaint of tubing defective / damaged was verified through evaluation of the photos and videos submitted. A physical sample was not received for root cause analysis. Further evaluation of the description of the failure indicates that the leakage was discovered during the infusion. Leakage was not indicated during the priming of the infusion set and therefore it cannot be determined that the leakage was not created during the setup of the infusion. The root cause of the leakage cannot be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.